Event description:
"Povidone iodine leaked from the connection between a transfer set and mini cap." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident.